Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of insulin pump was not working correctly. The customer blood glucose level was unknown. Customer stated that act button was not working correctly and it was flat when she tries to press it. Customer stated that last two nights insulin pump had gone into suspend on its own. Customer stated that when she look at the insulin pump's screen it was flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.